Event description:
The implant was placed 4/2/92. The pt developed perioimplantitis. The part had been restored. The implant could not be removed from the mandible and was put to sleep. A new bridge had to be built over the area. One person affected.